Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The flexible tube of the insertion section was crushed due to external factors. In addition to evaluation in b5, the connecting tube had a scratch. The adhesive on bending section cover had a chip. The switch box had a scratch. The grip had a scratch. The up/down plate had a scratch. The universal cord had a scratch. The video cable had a scratch. The light guide cover glass had a scratch. The light guide connector had a scratch. The video connector had a scratch. The video connector case had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, the visera hysterovideoscope insertion section was crushed. There was no report of user or patient harm associated with this event. During incoming inspection, the forceps plug mouthpiece was scraped. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.